Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the screen froze at the start screen. Remote access was used to restart the application, after which the user was able to sign in and continue tasks. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. A technical support specialist (tss) identified that the screen was frozen, remotely accessed the station, restarted the application, and confirmed the user was able to sign in and continue tasks successfully. The system functioned as intended after the technical support specialist troubleshot the device.